Manufacturer narrative:
The customer's meter and one test strip were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.9 - 4.5 inr): returned strip. Qc 1: 3.5 inr. Retention strips qc 2: 3.5 inr. Qc 3: 3.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to the laboratory results from a stago analyzer. At 3:30 pm the laboratory result was 1.9 inr at 6:05 pm the meter result was 2.5 inr. The customer also mentioned that on an unknown date and time they had a meter result of either 3.4 inr or 3.3 inr compared to a laboratory result of 2.5 inr. The customer's therapeutic range is 2 - 3 inr. The laboratory results were deemed correct by the doctor. The customer's current condition was provided as "stressed, no medical conditions." The customer did mention recent changes in their coumadin dosage but did not provide specific details but no changes to their other normal medications.